Manufacturer narrative:
Device received with end cap broken off, loose drive support disk, cracked reservoir tube lip and cracked battery tube threads. Unable to perform displacement test due to end cap broken off. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's drive support cap was popped right back out. Insulin pump was dropped and the bottom of it had come off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.